Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Suture came away from the needle, while being loaded onto needle holder. Another box of different lot number was opened and procedure was completed. No patient consequences.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary : the actual sample was returned for evaluation. An empty opened folder, a dispensed suture and a detached needle or product code (B)(4), lot mb6950 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keeping the needle/suture union during transportation or use.